Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center (ccc) concerning a discordant falsely depressed vancomycin (vanc) result obtained on a patient sample on the dimension vista® 500 intelligent lab system. Siemens is investigating the event.

Event description:
A discordant falsely depressed vancomycin (vanc) result was obtained on a patient sample on the dimension vista® 500 intelligent lab system. The discordant result was not reported to the physician(s). The sample was reprocessed on the same instrument. The reprocessed result was higher than the discordant result, considered correct and reported. There are no known reports of patient intervention or adverse health consequences due to the discordant result.

Manufacturer narrative:
Initial MDR 2517506-2021-00057 was filed 18-feb-2021. Additional information (09-mar-2021): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the falsely depressed vancomycin (vanc) result. A siemens customer service engineer (cse) was dispatched to the site and evaluated the instrument. Hsc reviewed the information provided by the customer and the instrument data files. No process errors were identified. Quality control (qc) and calibration were within specification and no other similar events on patient samples were reported indicating that the instrument and reagents were performing acceptably. A potential product issue has not been identified. The customer and system are fully operational. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.